Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three devices. Two of the patches were received undamaged and in good condition remaining pliable and not falling apart when manipulated. The third patch was received with the packaging opened and the patch was crumbling and cracking. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. A possible root cause is improper storage of the product but there is no reliable way to determine when the product was improperly stored. No enhancements or improvements were generated for the reported condition. A review of the current complaint data reveals no trend for a device related failure for this condition. The reported condition was not confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior use, the device broken. There was no patient involved in this event.